Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er320 instrument jaws broke during closing of the cystic artery. One jaw fell out of the er320. The broken jaw was picked up by the surgeon and taken away. The procedure was finished with another er320 instrument. There was no consequence to the pt.